Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic check, non-sustained ventricular tachycardia event due to lead noise on the rv lead was observed. Noise was not reproduced with isometric movements. Programming change was made. The patient is fine and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the right ventricular lead was explanted and replaced due to lead fracture.

Event description:
New information received indicated that during a recent device check upon review of session record, non-sustained rv oversensing and non-sustained episodes due to rv lead noise was seen. The noise was recreated during isometric testing. Lead replacement was discussed.